Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. The aneurysm is 51 mm in diameter, proximal neck is 15.1 mm and distally it was 16.8 mm and it was 15.8 mm in length. An additional cuff (excluder) was implanted proximal to the bifurcated stent graft due to a bend in the proximal neck. The physician wanted to avoid a type I endoleak in the future. However, it was reported that there was a blush type IV endoleak noted at the flow divider. The patient will be monitored by the physician. No further intervention was performed. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Cause of event is unknown. Conclusion: cause of event is unknown.

Manufacturer narrative:
Evaluation method: film. (B)(4).

Event description:
It was reported that a limb occlusion was confirmed approximately three weeks ago. The occlusion was in the right limb; however, the cause of the occlusion is unknown. A fem-fem bypass may be done to resolve the occlusion at a later date (ref MFR # 2953200-2012-00406). Films were received and reviewed as follows: a cta five months post-implant shows that the ipsilateral limb was placed on the right side. The 16x10x124mm endurant limb was extended on the ipsilateral side, and the contralateral limb was the 16x16x93 limb. The ipsilateral extension extends well into the right iliac artery; the right common iliac appears aneurysmal at approximately 23mm in diameter. The contralateral limb is placed just within the origin of the left common iliac. The ipsilateral limb was found to be occluded beginning just below the flow divider and continuing distally. There were no stent graft kinks or other stent graft issues seen which could explain the cause of the occlusion. The distal aorta diameter measured approximately 23 x 28mm, with some calcification. The minimum ID of the occluded ipsilateral limb within the distal aorta, was approximately 10mm.